Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto off alarm. There was no impact to the customer's blood glucose level. Cts educated about the auto off alarm safety feature and to check with their healthcare provider before modifying the setting. The customer acknowledged.